Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction mentioned on b5 was found during the device evaluation. Based on the results of the investigation, it is likely the following led to the malfunction: we presume from the following investigation result that the material was stent, and the channel was clogged by trying to retrieve the stent through the channel. The event can be prevented by following the instructions for use: 4.1 precautions, warning do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance. B. Manufacturer of the stent was unknown. As reference, IFU for stents of olympus pbd-030, 1031, 1032, and 1033 series instructs as follows: retrieval of the stent - caution: do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. Do not collect the stent through the channel of the endoscope. Instrument damage may occur. To retrieve the stent, use grasping forceps fg-44nr-1 in accordance with its instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material clogging the instrument channel. There were no reports of patient involvement.